Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report falsely depressed sodium (na) results were obtained on 2 patient samples on a dimension exl with lm integrated chemistry system. Siemens reviewed the na quality controls (qc) data and observed that level 1 and level 2 results were within acceptable range. The calibration passed prior to running the patient samples. Review of the solid-state material (ssm) data found that air and liquid values of std a and std b were within the normal range. The calibration was acceptable with lytes slope in range. The dilution check passed with bottle values and standard deviation (sd) of na within normal range on the day of the event. The customer bleached the integrated multisensor technology (imt) and replaced the imt tubing. Qc were run. The qc recovered within acceptable range. No further occurrences of the behavior were reported by the customer. Based on the available information, the probable cause of the event is related to the flow through the imt, specifically with the imt tubing. The customer is operational, and the complaint was resolved with routine maintenance actions. No further investigation is required.

Event description:
The customer reported falsely depressed sodium (na) results were obtained on 2 patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.